Event description:
This is a spontaneous case report received from a non-health care professional in united states on 17-feb-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer reported that she had the hysterosalpingogram (hsg) done 3 months after placement confirming a hundred percent occlusion. She had constant dull abdominal pain combined with excruciating cramping during periods since implanting. She also experienced extreme fatigue and brain fog starting in 2009 which rendered her unable to work. She developed allergic reactions to all metals that touched her skin including gold, silver, stainless steel and all zippers and buttons on clothing. She began having rashes and swelling on her arms and legs. Her vaginal fluids caused burning swelling and rashes anywhere they touched her husband (case for husband (B)(6)). Her abdomen would bloat and swell severely throughout the course of a day. She would gain 3 clothing sizes within 6 hours. She visited the emergency room several times for the extreme pain only to be told everything was fine. In 2013, she became pregnant and miscarried. After that, the fatigue and pain intensified until she had the essure coils surgically removed in 2013 (all symptoms gone within 48 hours of surgery). Follow-up received on 14-apr-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment:this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 5 years later got pregnant and miscarried. She also had constant dull abdominal pain, the pain intensified and she had the coils surgically removed. Her symptoms resolved. These events are serious due to medical significance and listed in the reference safety information for essure, except for miscarriage which is unlisted. In the present case, hysterosalpingogram was done 3 months after placement confirming a hundred percent occlusion. Since the pregnancy occurred 5 years after essure insertion, a contraceptive failure cannot be excluded. Miscarriage is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. After essure insertion abdominal pain may occur. Given the nature of the event constant dull abdominal pain, pain intensified, positive temporal relationship and since the event resolved after essure removal, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information cannot be obtained due to lack of consumer contact information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.